Event description:
Reported event: y connector was broken when initially opened.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The y connector and both swivel connectors were returned. The et tube and suction catheters were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the bronchial swivel connector was broken on the 15mm side. The device history review for the et tube, sher-I-bronch, ls, 35 fr lot# 73a1900724 investigation did not show issues related to the complaint. The reported complaint of broken/cracked - double swivel connector is confirmed based on the sample received. The bronchial swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the nc on (B)(6) 2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
Reported event: y connector was broken when initially opened.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for et tube, sher-I-bronch, ls, 35 fr lot# 73a1900724. Investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.